Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in the severely tortuous and calcified distal left anterior descending artery. After crossing a guide wire, pre-dilatation was performed several times with a balloon. A 3.00x16mm promus element plus drug-eluting stent was then advanced but failed to reach the lesion after several attempts. The device was removed and it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found the entire length of the stent stretched, damaged and moved proximally on the balloon. The crimped stent outer diameter measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The >90% stenosed target lesion was located in the severely tortuous and calcified distal left anterior descending artery. After crossing a guide wire, pre-dilatation was performed several times with a balloon. A 3.00x16mm promus element plus drug-eluting stent was then advanced but failed to reach the lesion after several attempts. The device was removed and it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient was stable.